Manufacturer narrative:
An event regarding instability involving a triathlon mb patella pa a32 was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection indicated there is evidence of bone integration in the bone cement that remains on the patella component. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have been no other events for the lot referenced. Conclusions: the exact cause of the reported instability could not be determined. Further information such as device analysis, dated x-rays, operative reports as well as patient history and follow up notes are needed. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Pain and instability. Open revision revealed damaged poly implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Pain and instability. Open revision revealed damaged poly implant.